Event description:
It was reported that multiple intermittent occlusion alarms occurred. Reportedly, the customer was not properly removing residual air from the cartridge and was using cold insulin. The customer was educated on the proper load techniques. There was no adverse impact to customer¿s blood glucose level. Customer changed cartridge and infusion set to address the issue.